Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: general condition. Check tool coupling. Check handpiece coupling. Check pins length of handpiece coupling. Check general function in running mode. During service/repair the following was observed (technician note): housing and coupling head is badly dent and this causes unable the attachment unable to engage with our handpiece and functional gauge. During disassembly, planetary wheel and pinion cage were found corroded. During the service evaluation the following failures were identified: device interaction (2+ devices) : cannot engage attachment. Functional : frozen/will not move. Device interaction (2+ devices) : cannot engage attachment - coupling. Visual : component damaged. Conclusion: failure reported is confirmed. Root cause: component wear.

Event description:
It was reported that during service and evaluation, it was determined that the attachment device was frozen/will not move. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.